Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was "high" on their bg meter. The customer also experienced high levels of ketones. Manual injections were administered and correction boluses were delivered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion due to alleging a pump issue was causing the occlusion alarms.